Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to pain and presumed loosening of the implant.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to pain and presumed loosening of the implant.

Manufacturer narrative:
The report was filed in error. Additional information was received, and this device is now concomitant. This device is concomitant and did not contribute to the reported event. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.